Event description:
The biomedical engineer (bme) reported that the patient documents have the correct vitals but the incorrect patient name on it. This patient has already been discharged over 5 days, and they wanted to pull data for this patient from the central nurse's station (cns). Tech support (ts) stated that the data would no longer be available as it was over 5 days ago. The customer was supposed to send us the patient documents, where the patient name was showing incorrectly, but we have not received anything back from them. It is unclear if the cns had the correct patient name and correct patient vitals, and if this was happening only on the print outs. Also, unclear if the print outs were from the cns or from the emr system. They did not provide any documents requested. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the patient documents have the correct vitals but the incorrect patient name on it. This patient has already been discharged over 5 days, and they wanted to pull data for this patient from the central nurse's station (cns). Tech support (ts) stated that the data would no longer be available as it was over 5 days ago. The customer was supposed to send us the patient documents, where the patient name was showing incorrectly, but we have not received anything back from them. It is unclear if the cns had the correct patient name and correct patient vitals, and if this was happening only on the print outs. Also, unclear if the print outs were from the cns or from the emr system. They did not provide any documents requested. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the patient strips taken from the central nurse's station (cns) had the correct vitals but the incorrect patient's name on them. The patient was discharged 5 days prior to this, so the data was no longer available to be pulled from the cns. No patient harm was reported. Investigation summary: the cause of incorrect patient name on the printout could not be determined. The customer reported they had taken care of the situation and did not request further assistance. It is unclear if the cns had the correct patient's name and correct patient vitals, or if this was happening only on the printouts. Also, it is unclear if the print outs were from the cns or from the emr. A possible cause may be related to use error in entering the patient's information or it could be the incorrect patient information was in the customer's emr. There is no evidence to suggest that this event was caused by an nk device malfunction as the customer was only requesting assistance in obtaining data. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints.

Event description:
The biomedical engineer (bme) reported that the patient strips taken from the central nurse's station (cns) had the correct vitals but the incorrect patient's name on them. The patient was discharged 5 days prior to this, so the data was no longer available to be pulled from the cns. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the patient strips taken from the central nurse's station (cns) had the correct vitals but the incorrect patient's name on them. The patient was discharged 5 days prior to this, so the data was no longer available to be pulled from the cns. No patient harm was reported.